Event description:
In 2002, a nurse from a diabetes department at a hospital provided limited information, alleging that one of her patients had become hypoglycemic after basing insulin on one touch ultra's results. Serial number of the meter and lot number of the strips were not known. On 4/2002 the nurse was again contacted. She again refused to give any information, stating the patient will contact the customer service line. As of 4/2002, the patient has not made contact. No further information has been reported.